Event description:
It was reported that the programmer presented with an overheat warning. A request for the data synchronization feature to be repaired and installed was also made. The programmer has been returned to service. No patient complications have been reported as a result of this event.